Event description:
It was reported that the patient presented with an infected inflatable penile prosthesis (ipp) the patient underwent surgery and the cylinders and pump were replaced. The cylinders were crossed. Fluid loss in the cylinders was observed upon removal. The reservoir was capped and left inside the patient. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.